Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Complaint states an implant packaging was empty when it was delivered to the customer. However, the alleged empty product packaging was not returned for investigation as evidence. Therefore, the condition in which the product was received by the customer is unknown. DHR review did not provide any indication of a manufacturing nonconformance. Product packaging was inspected and accepted by qa before it left zimmer biomet. A complaint history review for tsvt4b8 (lot #:1215095) concluded that there are no other reported complaints with similar incident against the subject lot to date. The reported complaint could not be confirmed as the product was not returned and no photographs were available for inspection. In addition, the condition in which the product was received by the customer, cannot be verified. Further, based on information found in the device history record (DHR), it was revealed product left zimmer biomet conforming. There is no existing nonconformance/ CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. A definitive root cause for the complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI: (B)(4). G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Last name unknown / not provided.

Event description:
Doctor went to place implant, box was empty. The doctor was able to place another implant during the same procedure.